Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during the time of the customer's call. However, no relevant or unexpected alarms were noted in adapt. To assure proper device functionality, the following tests were performed. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, and displacement accuracy test. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations are not confirmed. Unable to confirm customer allegations of high bgs. However, unit was received with original battery cap missing battery cap contacts. For additional information regarding the tests performed refer to (B)(4)¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose. The customer reported a blood glucose value of 185 mg/dl. The customer experienced hyperglycemia. The event involved product(s) mmt-431ag, 78893-01, mmt-1884, and mmt-342. Troubleshooting was not performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. No product return is required for mmt-431ag, 78893-01, and mmt-342. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.